Event description:
It was reported that the representative was notified by physician last friday for a lead revision scheduled for today, reports no further information was provided at that time. Reportedly the patient may had lack of efficiency, unknown if the lead had moved. The representative was currently in the case on the day of reported event date. When he tested the ins(stimulator) battery, battery longevity measurement was between 12-20 months. Caller reports the old lead has been revised. Reportedly he thinks the old impedance readings (with the old lead) was less than 2k ohms and above 500 ohms. He do not have the correct measurements. He do not have any old parameters for longevity calculation, besides patient was programmed double negatives. The representative wanted to know if he should replace ins battery. It was later reported that the representative had no more information.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0kxcf, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).